Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal and functional under-sensing which resulted in inappropriate shock. No intervention was performed. There were no patient consequences.